Event description:
It is reported that the convatec employee realized that the luer connector of the inflation port presented issue, while trying to deflate the balloon she had difficulty removing the liquid from the balloon. She noticed that there was pressure, but was able to deflate the balloon with difficulties. It is further reported that the device was used in the patient for one (1) day.

Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. There were no reports of the patient being harmed as a result of this malfunction. No additional patient/event details have been provided to date. A return sample for evaluation is not expected. Should additional information become available, a follow-up report will be submitted. Convatec will continue to track and monitor such complaints according to convatec inc's. Complaint handling and CAPA procedures.